Manufacturer narrative:
Concomitant medical products: buretrol; td (B)(6) 2020. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Per customer, there is no information regarding the requested patient demographics.

Event description:
It was reported that a continuous infusion of etoposide, programmed to run at 22ml/hr, was completed one hour earlier at 0300 but should have completed at 0400. There was no patient impact. The event occurred at the bone marrow transplant unit.